Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: bd received 2 samples from the customer in support of this complaint. Its cap/stopper assembly was attached at an angle due to a cocked stopper. 100 retained samples were visually inspected and no cocked stoppers were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the samples provided. The root cause for this defect is generally associated with a timing issue within the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there were broken lid/cap(s). This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the device cap was found to be slightly deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there were broken lid/cap(s). This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the device cap was found to be slightly deformed."